Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 41 was noted during our testing. The insulin pump had minor scratched lcd window and case.

Event description:
It is reported that a customer received a motor power supply error on their insulin pump. The patient's blood glucose level was unknown at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.